Event description:
A caller reported an alarm 2, but no frequent or recurring occlusion issues were experienced. There was no adverse impact to customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge before resuming insulin, after which no additional assistance was necessary.